Manufacturer narrative:
The reported complaint of "the icy catheter (lot #93192) leak" was confirmed during the functional testing of the returned catheter. Bonding leak was observed at the proximal end of the medial balloon. The probable root cause for the reported complaint was due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons and on the proximal luer tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for suk with lot number 93192. Based on zoll medical safety assessment, the event of death was serious because it met criteria for seriousness (death). The patient was in a critical condition after cardiac arrest. Infusion of 1l of sterile saline is common in the management of critically ill patients and likely not contributed in the event of the patient's death. Death was probably due to the patient's clinical condition.

Event description:
After less than 24 hours of ivtm therapy, customer reported that the 500ml bag of saline had emptied. There was no fluid observed on the patient's bed, floor or the console. Second saline bag was placed and also drained. The icy catheter (lot #93192) was removed and shows compromised balloon. There was no report of the thermogard ivtm system had alarmed. The saline fluid was clearly infused into the patient. Patient death was reported. However, cause of death is unknown.